Manufacturer narrative:
Initial reporter information not reported due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the wire could not be removed after the pipeline was deployed. It is thought that the sleeve may have become caught, but as the same condition has occurred several times and true cannot be secured, an analysis is being requested to determine the detailed cause, whether this is a problem with the procedure or with the product. The device was prepared as indicated in the package insert. The catheter wetten as per the package insert. There was catheter resistance in the distal shaft. No patient symptoms or further complications were reported as a result of this event. The pipeline device was deployed without any problems, and placement was completed. There were no abnormalities such as resistance during delivery of the pipeline. The stuck did not disappear, and the phenom27 was removed while it was stuck. The patient was undergoing flow diverter placement surgery for treatment of an aneurysm. The aneurysm was considered c2 petrous. The largest diameter of the aneurysm was about 6 mm. The diameter of the neck was approximately 4 mm. It was noted the patient's vessel tortuosity was weak. The access vessel was the internal carotid artery (ica) m1 with a diameter of 2-3.5 mm. Ancillary devices include a 7f rist 95 cm guiding catheter, phenom 27 150 cm microcatheter, chikai 14 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recievedreported it was clarified the issue occurred several times with previous treatments. The pipeline was implanted.

Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel ¿ drawing(s) referenced: n/a ¿ as found condition: the pushwire was returned stuck inside the phenom 27 catheter inside a bio-hazard bag and a shipping box. The pipeline flex shield braid was not returned. ¿ damage location details: the tip coil appeared to be kinked. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. No defects were found with the distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 3.2cm to 9.4cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pushwire was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed as the pushwire was returned stuck inside the phenom 27 catheter. From the damages seen on the catheter (accordioning), tip coil (kinking), and hypotube (stretching); it appears there was a high force used. It is possible these damages occurred when the customer attempted to advance the pipeline flex shield through the catheter against resistance. Possible causes of the resistance include vessel tortuosity and a lack of the continuous flush with heparinized saline during delivery. Since the braid was not returned, any contribution of the braid to the resistance could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.